Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse observed dried diluent on the outside of wire marker 9 on the center pad of the bsv (blood sampling valve) and found that the source of the leak was a small hole in the tubing at wire marker 9 on the bsv. The fse replaced the tubing resolving this issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported less than 1 ml of contained dry residue was found on the blood sampling valve (bsv) of the coulter lh 500 hematology analyzer that was observed whole performing maintenance. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.